Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. Analysis test reservoir does not lock properly inside the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic part of the reservoir compartment broke off. The customer reported that the reservoir was still in place. The customer's blood glucose was 6.8 mmol/l at the time of incident. The insulin pump will be returned for analysis.